Event description:
It was reported that the cartridge was leaking from the o-ring. There was no adverse impact on customer¿s blood glucose level. Customer changed cartridge and resumed insulin therapy successfully.